Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The implant coils remains implanted and the pusher has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that several attempts were made to detach a coil; however, they were unsuccessful. During the attempt to retract the coil, the coil detached and was left implanted in the aneurysm. During removal of the pusher, the pusher broke in the microcatheter. There was no reported patient injury or intervention. The patient was reported to be fine.

Manufacturer narrative:
The proximal gold connector portion of the pusher and distal portion of the introducer were returned for analysis; however, the distal portion of the gold connector of the pusher was not returned for analysis. The returned portion of the pusher was sheathed in a shortened introducer, where 31.6cm of the distal portion was left. The broken tip of the gold connector appeared bent. The remainder of the gold connector, approximately 11.3cm long, was bent throughout. The introducer tip was undamaged. The point of the break on the introducer indicated cutting from divots observed, however ultimately pulled apart. Based upon the investigation analysis and available information, the reported complaint was unable to be verified. The returned device was missing the distal portion of the pusher where a full evaluation could be performed. The pusher was too damaged as well since the circuitry of the device was broken, and investigation into the complaint cannot be performed. The root cause cannot be determined.